Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem right sz 4.5 (cat# 02-020-11-0345 / serial# (B)(4)). Truliant tib fit tray cem sz 4.5f/3.5t (cat# 02-022-45-4535 / serial# (B)(4)). Advanced patella 35mm 3 peg implant (cat# 200-07-35 / serial# (B)(4)). Collar fixation pin 2pk 40mm, quick release (cat# 201-78-82 / serial# (B)(4)). 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(4)). 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(4)). Threaded pin size 2.6 collarless 2pk (cat# 521-78-31 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal team, this male patient complaints of pain and aches in right leg, limping. He said he has been telling his surgeon that for about a year. Patient had x-rays done about a month ago and surgeon said they were fine. Patient is now with recall concerned that surgeon may not have been searching for the right thing and he is going to schedule an appointment with his surgeon for follow-up. Patient also spoke to an attorney. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by the legal team, this male patient complaints of pain and aches in right leg and limping. He said he has been telling his surgeon that for about a year. Patient had x-rays done about a month ago and surgeon said they were fine. Patient is now with recall and is concerned that surgeon may not have been searching for the right thing and he is going to schedule an appointment with his surgeon for follow-up. Patient also spoke to an attorney. Patient has not been revised. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.